Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient was stable and asymptomatic.

Event description:
Related manufacturer reference number: 2017865-2022-11883 new information notes that the patient presented in clinic with several inappropriate automatic mode switching episodes due to noise on the patient's pacemaker. It could not be determined whether the noise was being caused by the patient's right atrial lead or pacemaker. The noise could not be reproduced with isometrics. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with right atrial lead noise that resulted in inappropriate automatic mode switching. No intervention was reported.